Manufacturer narrative:
The investigation determined that a higher than expected vitros phyt result was obtained from a vitros quality control sample using a vitros 5600 integrated system. A definitive assignable cause for the event could not be determined. An issue related to the calibration event cannot be ruled out as a contributing factor. There is no indication a vitros instrument issue contributed to the event. In addition, as the vitros phyt reagent lot was performing as expected on an alternate vitros 5600 system in the same laboratory, the vitros phyt reagent lot 2615-0163-9690 can be ruled out as contributing factor. The definitive assignable cause for the event is unknown.

Event description:
The customer obtained a higher than expected phyt quality control result using a vitros 5600 integrated system (units are g/ml): phyt result for vitros performance verifier ii lot k5350 vitros result of 25.80 g/ml versus expected value of 21.46 g/ml biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report that patient samples were affected and no allegation of patient harm as a cause of this event. However, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. (B)(4).